Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to resolve the occlusion. Customer's blood glucose was 126 mg/dl. Customer resumed pump therapy. Reportedly, tandem clinical diabetes specialist assisted customer with occlusions.